Event description:
It was reported that at the end of a case, the bur was stuck into the long attachment.

Manufacturer narrative:
H10 h3, h6: the device was used for treatment and three times during the case, the burr became dislodged from the drill. It was still in the long attachment, but not attached to the drill. At the end of the case the burr was stuck in the long attachment. The device was returned for evaluation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. Visual and functional evaluation found that the returned bur was very stuck inside the long attachment, and the bur was removed with a lot of force. It appeared as if the long attachment and bur had been sterilized together because there was rust on the bur. We could confirm there was no relationship established between the reported event and the device. It was found there was no problem with the long attachment, as it connected to the drill as expected and a bur could be inserted through it with no issues. There was scoring on the bur near the long attachment opening, which is indicative of the bur not having been locked in properly into the drill. Since it was reported that the burr continued to become dislodge from the drill in the case, this is a possibility. It is also possible that the long attachment was difficult to detach from the burr after the case because of debris that was caught in the long attachment during the case.